Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the leak check was failed (after taping the bending section cover, the second leak test was passed), the bending section cover had a hole / cut, and the bending section cover adhesive had a crack / peel / was sharp / had a white-clouded area. The device evaluation found that dirt got inside the lens through the distal adhesive gap. In addition, the up / down / right / left direction were loose and the free-engage knob moved with the right / left knob. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the dirt that got inside of the lens through the distal adhesive gap. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope needs sealant at the distal tip / in between the bending section and the insertion tube and failed the leak test. The issue was found during reprocessing. There were no reports of patient harm.